Event description:
It was reported the device would not turn on, due to a failed power button. There was no patient involvement reported with the event.

Manufacturer narrative:
(B) (4). Physio-control verified the reported failure and replaced the large keypad assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed large keypad assembly at the failure analysis center, and was unable to duplicate the reported failure. The assembly operated normally on a test mock up device. Further root cause was not determined.